Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. See b5 for additional information. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, product type: software, software version: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for spinal pain indications. It was reported that the patient stated they had not been able to use their medication since friday because their handset and communicator were not working. It was discovered that the handset was charged at 100% but not turned on. The patient stated they were standing on their feet and their body was in terrible pain. The patient mentioned that they had been having this issue for the last 3-4 months. The patient mentioned that when they went to finish after the bolus had started, the handset would get stuck at 90% and they would have to incrementally move it around to try to get it to 100%. An agent assisted the patient in clearing the data, closing all apps, and resetting the handset. The patient was able to successfully connect to the pump and deliver a bolus. The troubles hooting steps resolved the issue.